Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating and smoking. According to the reporter, the device was tested with different console devices and the same results were obtained. There were no delays to the scheduled surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up quickly and the housing was severely damaged. It was determined that the housing had more than 20 large dents. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.